Event description:
Right silicone breast implant removed due to rupture.

Manufacturer narrative:
Additional MFR narrative: 10/23/1998 - originally co reported that the pt had a problem with both the left and right implant. However, this was not the case and the pt only had a problem with the right implant, not the left. Therefore, co has removed the left implant from this complaint.